Manufacturer narrative:
The mfg date will be filed in a follow-up report. Sorin group (B)(4) manufactures the s5 system. The incident occurred at (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). Pleas note that this MDR is being filed late due to a recent change in sorin group (B)(4) medwatch reporting criteria and subsequent review of past complaints to the new criteria. Sorin group received a subsequent stating that subsequent pump flow rate spiked from 5.5 to 91.3 lpm, alarmed and then dropped back down to 5.5 lpm several times during the case. This occurred during pulse mode. There was no report of pt injury. The investigation is on-going. A follow-up report will be filed when the investigation is complete.

Event description:
Sorin group received a report stating that the pump flow rate spiked from 5.5 to 9.13 lpm, alarmed and then dropped back down to 5.5 lpm several times during the case. This occurred during pulse mode. There was no report of pt injury.